Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed, and a ¿travel coarse error¿ was observed, consistent with the complainant¿s statement. A review of the 12-month service history indicated no prior repairs. The device underwent both visual and functional inspection. Findings included a damaged top case, a removed tamper sticker, and worn-out clutch components. The complainant¿s allegation was therefore confirmed. The root cause was identified as worn clutch parts. Corrective actions included replacement of the left and right clutch, clutch spring, worm gear, worm coupling, motor, and the top case due to cracking. Following the repairs, the pump successfully passed all functional tests. The device was calibrated, lubricated, and reset to standard configuration. After installation of the new components, the pump was verified to be fully operational and was returned to the customer.

Event description:
It was reported that there was a travel course error during priming. It did not occur during use. There was no patient involvement and harm.